Event description:
Following an implant procedure, loss of sensing was observed on the device. The physician attempted to reprogram the device to resolve the event, however, was unable to resolve the inability to sense. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field complaint of failure to sense was not confirmed. Device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. A sensitivity test was performed and the device exhibited normal characteristics without any anomalies. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.